Event description:
Philips received a complaint on the patient information center ix indicating that the multiple bedside monitors disconnect from the central station on ICU and ed. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
Analysis was performed by a philips remote support engineer (rse) who worked with the customer biomedical engineer (biomed) to troubleshoot the issue. Based on the results, the issue appears to be with the dynamic host configuration protocol (dhcp) server. The rse assigned a static internet protocol (ip) and all monitors reconnected to the central station. The rse advised the customer to verify the dhcp server status with their it administrator and to contact philips if further assistance is required. Based on the information available and the testing conducted, the cause of the reported problem was a server issue. The customer confirmed that their it resolved the issue by making a network change, but they did not provide details about the change. A review of the service history for this device shows the problem has not been reported again for this device.